Event description:
It was reported that following an implant, the patient experienced acute pain in their tailbone. The incision sites felt ok, but it was a pain that was felt more "inside." The patient had concerns regarding the use of the patient programmer and synching with the ins. The patient was initially on prog. 1 at 4.5v. The patient was assisted in changing programs. Program 2: stimulation was described as a "tug in the tailbone area" at 3.9v. Program 3: stimulation was described as a tingling at 2.9v. The patient no longer felt the thump in her tailbone at this setting. The patient planned to try this program for a period of time to see if she gets symptom relief. Program 4: stimulation was felt more posterior (where lead went in) at 2.9v reviewed positional, a issue was reported with nuface (electrical stim); tens guidelines were reviewed. It was noted that the programmer training was ineffective because the patient was still under the effects of anesthesia. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, implanted: (B)(6) 2012, product type programmer ; lead model # unknown, lot # unknown.